Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis the reported condition of failed drawer was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4) the fse cleaned out the drawer and reseated row board connections. The fse noticed slow cubie actions during testing and replaced the rowboard cable. The drawer was tested using the hardware application and the report was closed. During dchu visual inspection pn 150825 01 was received with exposed copper strands and burn marks. During dchu testing pn 150825 01 testing was not performed due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d) root cause the root cause of the reported failed drawer condition was attributed to thermal damage of part pn 150825 01 caused by an overcurrent which produced a short or miscommunication and led to issues with the cubie pockets.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that there was a thermal damage observed on the part pn 150825-01 there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and unable to be recovered. A field service engineer (fse) cleaned the drawer, reseated row board connections and noticed that slow cubie actions during testing. Further, the fse replaced row board cable and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.